Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case.  Please reference related manufacturer report no:   2015691-2019-04314, 2015691-2019-04315, 2015691-2019-04316, 2015691-2019-04317, 2015691-2019-04319, 2015691-2019-04320, 2015691-2019-04321, 2015691-2019-04322, 2015691-2019-04323, 2015691-2019-04324, 2015691-2019-04325.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from 01-mar-2008 to 31-oct-2011. For this reason, the first day of the reported study period (01-mar-2008) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve. Reference article: dubois, christophe, et al. "Prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment." Interactive cardiovascular and thoracic surgery 17.3 (2013): 492-500. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The article reports one patient needed a second sapien valve as a consequence of distal valve embolization. Details of the event was not provided. The cause of the event is unknown; however, procedural and patient factors not provided could have contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in belgium, through the review of the medical article ¿prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve or edwards sapien-xt, the following outcomes were observed: - one patient needed a second sapien valve as a consequence of distal valve embolization